Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was discovered that the leak was caused by a detached luer connector which caused the following event: "it was reported that nurse was called into room stating ivad line was broken. Reportedly blood backing into line and clamped line immediately."